Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va06ydy, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that somehow the leads had come loose and was in the wrong place pushing on the nerve on the right hip. The patient thought it was the sciatic nerve. The patient stated that it didn't hurt all the time, but when got it in one spot she can't stand and she sits down and cried. The patient noted she had fall that was like 3 years ago. The patent noted she fell on her bottom the year before last. The patient stated that the healthcare professional (hcp) did an x-ray, but they ordered the wrong thing and the hcp couldn't see what he wanted. The patient stated she thought she went back and had an ultrasound. The patient noted the orthopedic wanted to do a nerve block. The patient stated that she was scheduled to have a replacement of battery and leads on (B)(6). The patient stated she had to wear diapers to bed and she leaked every day. The patient noted they had a lot of bladder infections this summer. The patient noted it got worse. The patient noted she had to take two rounds of antibiotics to get rid of the urinary tract infections (uti). The patient noted they had pain from the device moving. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.